Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging an "apply sample" issue with a one touch ultrasmart meter. The pt indicated that the alleged issue started on an unspecified date/time a week prior to contacting lfs on (B) (6) 2010. The pt mentioned that a test would not start. Three hours after the alleged issue began, the pt claimed that she developed a symptom of shakiness. The pt denied that she received treatment because of the alleged issue. The pt did not have testing supplies for troubleshooting. The meter was replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed a symptom of shakiness which can be associated with severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.